Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.the manufacture date for this electrode is june 26, 2015.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrilslator (s-ICD) system was explanted due to infection and erosion. No additional adverse patient effects were reported.